Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient cable's rubber was loose around the black and white connector, the bottom cover was damaged near the ac inlet, and the handle was damaged on the mobile power unit (mpu).

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the mobile power unit having a loose rubber connector on the mobile power unit patient cable and a damaged bottom cover and handle was confirmed via visual analysis of the returned unit. The mobile power unit ((B)(6)) was returned and evaluated at the european distribution center (edc) on 01jun2022. During the evaluation, the rubber encasing of the patient cable was observed to be loose and the housing was observed to be damaged, confirming the reported event. A power on/off inspection was completed, and the system booted up as intended and functioned as intended throughout the testing duration. The patient cable, bottom cover, and handle were replaced with known working components, and preventative maintenance was performed on the unit. The system underwent a full functional checkout and passed all steps without issue. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii patient handbook under section 6 ¿caring for the equipment¿ describes how to care for all equipment, including the power module patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance, including inspecting the patient cable and housing. Heartmate ii instructions for use under section 8 ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use, including the patient cable. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.